Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Additional associated products & MDR: MDR:0001825034-2022-02830. Item# 856135016; lot# 421600. Item# 856135018; lot# 299440. Item# 856135024; lot# 373450. Item# 856135024; lot# 664870. Item# 856135028; lot# 002740. Item# 856135040; lot# 313190. Additional associated products: item# 851235024; lot# 436560. Item# 851235026; lot# 988770. Item# 851218000; lot# 593920.

Event description:
It was reported patient underwent left elbow revision three (3) months post implantation due to migration of a screw and fractured plate. It was noted all components were removed and replaced with a competitor's plate.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted transcondylar fracture of the distal left humerus with plate and screw fixation radially. Fractured plate is seen on the image labeled event without dislocation. Withdrawn screw is seen along the distal aspect of the proximal fracture plate fragment with possible loosening of the screw proximal to this. Images labeled event demonstrates some bony callus formation with lucent fracture line still seen. Heavy lifting may have contributed to this complication. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Patient non-compliance was noted as a heavy object was lifted. However, it was also indicated that the screw backed out at some time likely prior to the plate fracture therefore, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated reports: 0001825034-2022-02830-1.